Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, while opening the axios box, it was noted that the inner package was open. Reportedly, there was no damage noted to the axios box or the outer shipping box. The procedure was completed without placing another axios stent, because the physician did not have another stent of the same size available. The patient was sent to interventional radiology (ir) to get an external drain. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Device code 1444 captures the reportable event of packaging seal compromised. A hot axios stent and delivery system was returned for analysis. A visual examination of the packaging noted that only the clear plastic half of the pouch was returned. The clear plastic half of the pouch shows evidence of in-house and vendor seals around the entire perimeter. The tyvek half of the pouch and the plastic device tray were not returned. There were no issues noted to the device. The reported packaging seal issues may be related to the handling of the packaging during initial use setup, damage to the pouch, or damage to other components of the pouch that were not returned. Several components of the device packaging were not returned for analysis, including the tyvek half of the pouch and the plastic device tray. Therefore, after review and analysis of all available information, a most probable cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2019. According to the complainant, while opening the axios box, it was noted that the inner package was open. Reportedly, there was no damage noted to the axios box or the outer shipping box. The procedure was completed without placing another axios stent, because the physician did not have another stent of the same size available. The patient was sent to interventional radiology (ir) to get an external drain. There were no patient complications reported as a result of this event.